Manufacturer narrative:
The device was returned with the concurrent synchro guidewire device. The lot number was confirmed with the packaging returned with the device. During visual inspection the subject stent was seen to be severely deformed and was seen to be broken as the marker bands could not be located on the stent wire. The distal tip of the sdw was seen to be kinked and no introducer sheath returned. Functional testing was not carried out due to the damage of the returned stent. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The sdw was found to be severely kinked/bent, the stent was also broken/fractured/deformed. The as reported event of the stent difficult/unable to advance through pullback through catheter and stent deformed as well as the as analyzed event of the stent broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) broken as the marker bands could not be located on the stent wire. No clinical consequences were reported to the patient due to this event.